Event description:
It was reported that a spectrum pump had a defective keypad. When any button is pushed, a "j" will appear. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no. :17(B)(4)9134. The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported symptom of "defective keypad, when any button is pushed a "j" will appear." Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: #4, #5, #6, #7, #8, #9 and the (.) Key. This is caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #4 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 14 will be displayed, alphabetically: when the "abc" key is pressed, aj will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.